Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6), 2014 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh erosion, rectocele, bowel dysfunction, chronic constipation, atrophic vaginitis and extrusion. It was also reported that the plaintiff allegedly experienced urinary incontinence, incomplete bladder emptying, urge leakage, recurring urinary tract infections, lower abdominal pain, dysuria and vaginal bleeding. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report # 219395-2014-55264.